Manufacturer narrative:
The complaint of disconnection could be confirmed on one used spinning spiros. As received the spinning spiros was disconnected from any mating device and the spinning feature was activated and spinning freely. There was no damage to the female luer of the spiros nor any of the male luers on the mating devices. The residual torque of each spiros was measured and each spinning feature was activated as received and spun freely and would not have led to a disconnection. Each spiros as received was leak tested per product specification. No leakage or disconnections occurred in the activated and inactivated positions. Each returned spinning spiros met product specifications. The probable cause of the disconnected is unknown. The lot review could not be performed since the lot number is unknown.

Event description:
The customer reported that a spinning spiros closed male luer, red cap fell off the end of the tubing. This occurred during patient use and the nurse noticed the spill. The medication being used with this product was an unknown chemotherapy. There was patient involvement, no harm, no adverse event and unknown delay in therapy.